Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to acute myocardial infarction. It was reported that the patient was hospitalized for an unrelated indication and eventually passed away one day after hospitalization. Pd therapy was ongoing at the time of death and the patient was connected to therapy at the time they passed away. It was reported that an autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.